Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive change over time. Lens was exchanged with same length but different power and problem was resolved. Cause of the event was reported as unknown.

Manufacturer narrative:
H11-manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event(s) following icl implantation. Claim # (B)(4).